Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the instrument had a bent tip. There was no patient involvement. Additional information was received, it was reported that the instrument got damaged during probing.

Manufacturer narrative:
Product analysis #(B)(4):2023-08-17 14:16:40 cdt webmre motews product analysis task update tested by date: 2023-08-17 findings and conclusions: the tip of the returned tactile awl is visibly bent as reported. Otherwise, with a tracker attached, the tactile awl had normal tracking and verification. Afc: nafc0118 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.